Manufacturer narrative:
(B) (4).

Event description:
The pt underwent surgery on (B) (6) 2004 which was intended to reposition the device due to the stimulation pattern had shifted. The lead was found to be fractured. The lead was replaced. The pt needed more control over stimulation settings and coverage. The neurostimulator (ins) and extension were replaced on (B) (6) 2006. The pt developed an infection, staph aureus resistant to penicillin, and the lead and extension were explanted on (B) (6) 2010. The ins was washed and reinserted. They were keeping the neurostimulator (ins) charged so that it was still in working order when new leads are implanted. It was noted that the pt has had frequent infections at the spine incision site since 2007. Frequent antibiotics have been administered. The pt was charging his ins in (B) (6) 2010, while plugged into the wall, during a thunderstorm. There was a lightening strike and the pt experienced a power surge, "he felt a bit of a jolt". Ever since then he has not been able to recharge his ins. The recharger was not able to locate the ins. A different recharger was used and was able to locate the ins, so the recharger seemed to be at fault.